Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that it appears that an incorrect label was placed on the product at the (B)(4) labeling site (product label should have said ecr60w with lot m4j72d, not ecr60g). No patient consequence reported.

Manufacturer narrative:
(B)(4). Photographic analysis: there was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, a set of labels that are not applied in the packaging facility were observed. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. No conclusion could be reached as to what may have caused the labeling reported event. If further information is received it will be documented via notes in the complaint file. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends.